Manufacturer narrative:
Date of event is estimated. Patient weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is not receiving adequate coverage with one lead. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with two new leads addressing the issue. Reportedly, good coverage was achieved post op.